Event description:
The caller alleged discrepant results when compared with lab results reported as follows: date: 2008, inratio: 1.6, lab: 2.1.

Manufacturer narrative:
Discrepant results (accuracy). Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 1.6, lab: 2.1, mean: 1.85, confident limits: 1.3-2.7. As per the internal procedure, the inratio and lab values are within the confident limit. The product will not be investigated.